Manufacturer narrative:
Conclusion: the engineering device testing and analysis confirmed leakage on one (1) of the returned fourteen (14) b3300 devices. The root cause was determined to be component damages and is most likely attributable to use of incompatible mating device where the mating device ID male luer is less than 062". Thirteen (13) returned b3300 devices passed fluid flow, positive/negative pressure leak test, and 36" head height extended activation leak testing. The MFR has communicated these finding to the facility.

Event description:
Complaint rec'd reporting leakages with use of b3300 microclave connectors and mating/access devices used on central lines. The devices were changed out/replaced with no further problems encountered. There were no reported adverse pt consequences. MFR analysis: a total of fourteen (14) used and unused b3300 connectors; various syringes, 1cc; 3cc; IV solution bags; tubing lines (make, model, unk) and bd syringes were returned. Visual, dimensional, functional performance testing was conducted. The results recorded thirteen (13) of the returned b3300 devices passed fluid flow, positive/negative pressure leak test, and 36" head height extended activation leak testing. Leakage was replicated on one of the b3300 connectors devices. The report documents component damages to the plug slit; markings around the circumference just below the fluid path opening.